Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon was unsure whether or not the device fired properly and he ended up doing the procedure open instead of laparoscopic. The surgeon over sewed the staple line after opening.